Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds. Reprogramming was performed to increase the output. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was capped and replaced.